Manufacturer narrative:
Lot number: 18b022 and one unknown lot number. Three (3) single-use devices were received for evaluation. Visual inspection revealed that the bladders of all three devices were ruptured. Microscopic inspection was performed to identify any issues that could have caused the rupture. No signs of abnormality were observed. The reported condition was verified for the returned devices. The cause of the condition was not determined. A nonconformance has been opened to address this issue. A batch review was conducted for lot number 18b022 and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 4 </noe> malfunction events. It was reported that the bladder of four (4) small volume infusors ruptured. The ruptures occurred during filling and prior to patient use. There was no patient involvement. No additional information is available.